Event description:
Reportedly patient had cold pulses in left lower extremity after competitor covered stent graft placement for popliteal artery aneurysm and pvod. Patient infused for lysis across artery due to 50% stenosis proximal to covered stent. So an edwards lifestent put in across the narrowed area of the proximal popliteal artery and was post dilated with a pta balloon. Angiography showed good flow. Then 8 months later, patient came in to hospital with leg pain. Angiography showed in stent restenosis of the target limb. It was also noted that there was a fracture of the stent. Due to stenosis, another stent was deployed, as well as a second edwards stent placed into the sfa. Note both the edwards lifestents in this case were being used off label as it is approved for use in the biliary tree.

Manufacturer narrative:
H.6.: device not returned.